Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs4760 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (B)(4) have been reported from the same facility in (B)(4).

Event description:
It was reported the connector of the groshong 4fr catheter did not lock at the end of the procedure, which could cause disconnection, it was necessary to open another sterile material to use the connector. Additional information: the sales executive was in the procedure and had to go in to certify that the lock was failing and it was not a process error. It was stated that this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling an nxt connector is inconclusive due to the state of the returned samples. Two 4 fr two-piece groshong nxt connectors were returned for evaluation. An initial visual observation showed the connector pieces were returned not assembled. A very small amount of use residue was observed on the returned samples. The compression sleeves within the distal connector pieces were observed to have been advanced. A microscopic observation revealed some damage on the barbs of the locking arms of the returned proximal connector pieces. An attempt was made to connect each connector piece with each other. An audible click was heard during each connection, and each connection was found to be firm, but able to be pull apart by hand with some force. No gaps were observed between any of the connections of the returned connector pieces. While the returned connector pieces were able to be assembled without difficulty and the connections found to be firm, additional factors and/or conditions such as a damaged catheter, bunching of the catheter on the cannula of the proximal connector piece, and/or incorrect order of assembly of the connector could have contributed to the reported event.

Event description:
It was reported the connector of the groshong 4fr catheter did not lock at the end of the procedure, which could cause disconnection, it was necessary to open another sterile material to use the connector. Additional information: the sales executive was in the procedure and had to go in to certify that the lock was failing and it was not a process error. It was stated that this occurred with two devices. This report addresses the first device. 05/05/2022: add info received. ¿ was it necessary to perform the entire catheter passage procedure again? Yes ¿ was the new catheter successfully implanted? Yes ¿ was there any impact on the patient/health worker? (Detail) no ¿ was there a need for medical and/or surgical intervention due to the event (imaging exams, etc)? (Detail) no ¿ has there been blood or chemotherapy exposure to mucous membranes or skin? (Detail) no.